Manufacturer narrative:
Additional manufacturer narrative: the following statements were provided by the sales rep on (B)(6) 2011. No further information is forthcoming: the valve was explanted since perivalvular leakage and prosthetic valve endocarditis (pve) were observed in the mitral valve. During the surgery, infection was confirmed in one of the three leaflets. Also, an abscess was observed in around the mitral annulus area. Customer commented that this explant was not device related. A copy of the operative report was not provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been disclosed. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: (B)(4) device not returned. Additional manufacturer narrative: the DHR review is in process. The device will not be returned for evaluation as it has been discarded by the hospital. No surgeon or additional information has been provided to our implant patient registry.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm valve was explanted after an implant duration of 10.17 months due to unknown reasons and was replaced by the same make, model and size device. No further details were provided.